Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105 during preventative maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 which was reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.